Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose reading on (B)(6) 2019. The cause of the low blood glucose reading was the car accident. Customer blood glucose reading was not available to record. The name of the hospital was (B)(6) hospital. Customer refused to troubleshoot. Customer was wearing the insulin pump during the accident. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided related to low blood glucose and car accident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer had a car accident and ran off the road while his blood glucose was low.